Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the upper case was broken and dented, the lower case and side bail covers were broken, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) has a broken connector. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.